Event description:
It was reported that during a posterior cervical hemi laminectomy discectomy, the lip broke off a micro ball dissector. It was reported broken when used on a nerve root. The tip was retrieved from the pt. There was no pt injury. There was no incident report made by the customer.